Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that during post implant operation check the following morning on (B)(6) 2018, it was discovered that the atrial lead had dislodged. Patient was symptomatic.

Manufacturer narrative:
Unspecified issue.

Event description:
It was reported that the patient presented for lead revision procedure one day post implant. The reason for revision was not reported. The lead was explanted and replaced. No further information was reported.